Event description:
See initial report.

Manufacturer narrative:
H11: despite no evident or systematic deviation from device instruction for use could be identified in this specific case, however, the source of contamination is most likely related to location where device is used/stored.

Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the heater-cooler system 3t. Through follow up, livanova was informed that, the device is cleaned regularly according to the instructions for use, the hospital does not use reusable blankets, water quality monitoring has been applied and h2o2 checked daily as prescribed by the IFU, when the device is not in use, is it stored emptied, h2o2 is added when changing the water in the tanks (every 7 days), a pall-aquasafe disposable filter with a 0.2 m membrane or a filter with equivalent performance is used for tap water, surfaces and water circuits are disinfected before initial operation and before storing the heater-cooler and after each operation, the 3t aerosol collection set is replaced after the permitted period of use, the device is placed inside the operating room during use with the fan positioned towards the wall, opposite direction to the operating table, the estimated distance between the operating field and the device is approximately 2 m, the water source has been tested. The customer required dd procedure. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-coolersystem 3t has high bacterial loads. There is no patient involvement.